Manufacturer narrative:
We received one c144f7 catheter with monoject limited volume syringe for examination. The reported event of no cardiac output would register was not confirmed for a co problem, but the balloon was found to be leaking. The thermistor was found to read accurately at 37.0'c when submerged in 37.0'c water bath. There were no open or intermittent conditions. All thru-lumens were found to be patent and did not leak. The balloon inflated but slowly deflated. Further testing confirmed leakage between the inflation lumen and the distal lumen somewhere in the tip of the catheter. The latex was removed and leakage was confirmed next to the inflation slot due to what appears to be a crack in the catheter tube. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during a heart catheterization cardiac output would not register. Another catheter was used and worked successfully. No patient complications were reported.